Event description:
The following was reported by a foreign user facility: "the hospital informed the catheter stopped the measurement during the use." No patient injury, concluded with another catheter. Additional information has been requested.

Manufacturer narrative:
Additional information: four attempts were made to obtain additional information on this incident, however there has been no response: additional information requested: 04april2018-no response. Additional information requested: 19april2018-no response. Additional information requested: 02may2018-no response. Additional information requested 15may2018- no response. Natus completed their investigation on (B)(6) 2018. The results included the referenced: device history record review. Review of past capas/ CAPA determination. Review of complaints history/trend analysis . Risk management review. Results: the device history record for the catheter was reviewed, there were no anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. CAPA complaint log 2016, 2017 reviewed on 03-apr-2018 specific for the complaint issue under investigation indicates that there no CAPA investigation related to this catheter complaint. No CAPA has been issued in 2018. There were twelve (12) confirmed complaint during apr-2016 through mar-2018 under complaint code "integ-improper function". The numbers of catheter sold during this time, (81036) shows an incidence rate of 0.015%. The failure mode resulted in a "delay in patient treatment" (ids-b-bt-l-ooi ). A review of the camino risk management file has identified the failure mode of "does not measure intracranial pressure accurately" (ids-b-bt-l-ooi this is based on the complaint description. It can be concluded that the impact of the failure of the 1 10-4bt catheter resulted in a "delay in patient treatment" (ids-b-bt-l-ooi ). The reported customer complaint that the "catheter stopped the measurement during the use" was confirmed. The root cause of the reported complaint appears to be the result of inappropriate use of the device by the end user. This conclusion was determined based on the catheter appearance. The catheter sustained an excessive bend towards the catheter distal end and optical fiber damage was found at the 2 cm marking. The dfu included with each camino catheter monitoring kit cautions the user "extreme bending and/or kinks can impair the performance of the fiber optic pressure transducer" and to "exercise caution when handling the catheter". No corrective action required based on the investigation above. Trends will be monitored for this or similar complaints. Multiple attempts were made to obtain additional information from the customer, however there has been no response. This complaint is now deemed closed, ahould additional information be received the complaint may be reopened.